Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a mildly tortuous and severely calcified lesion located in the proximal lad exhibiting 95% stenosis. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was predilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent failed to cross the lesion and deformation occurred in vivo during positioning/ advancement. The procedure was not completed and no patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.